Event description:
It was reported that the site was not able to turn on the hand held device, although it had been charging overnight. Troubleshooting was performed including soft and hard resets, which did not resolve the problem. The screen lock was in the unlock position and the battery latch was in the lock position. All connections were secure, however, the power light was red and the device did not appear to be charging. The site was provided a new hand held and the non-working device has been sent back to MFR where analysis is underway.